Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer had requested an open drawer to recover lost medication. A field service engineer located the necessary medications to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system sjn_5so2, requested an open drawer to recover lost medication. The customer stated that a medication card of 10 tablets was lost in the pyxis machine. The tablets were left on top of an open drawer, with the drawer being closed with the tablets on top. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.